Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 0-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 0-degree endoscope plus was missing hardware. The hardware was falling off. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope housing was visually inspected and found with missing screws on housing. The endoscope was visually inspected and found with damage to the button pack assembly with hairline crack on button r/l. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the housing exhibited discoloration. The complaint was confirmed by failure analysis. The root cause of camera instrument ¿ housing missing screw issue is typically attributed to mishandling/misuse. The root cause of camera button pack ¿ cracked button is typically attributed to mishandling/misuse, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The probable root cause of cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation.

Event description:
Refer to h11 for follow-up information.